Event description:
On 8/5/97, the MFR was notified by it's disributor via fax that a customer in their territory had a problem with this device. The report states the following: the device was implanted as a reservoir. The MFR's 22ga needle was used for puncturing the device about 50/60 times. The trouble was the hypodermic leakage of drug. The replacement device has not been implanted in the pt yet. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: visual examination of the device septum revealed slits and missing chunks of the silicone material. Material consistent with blood was seen throughout the internal surfaces. The device catheter was received preattached and is consistent with a polyurethane catheter. The distal end of the device catheter appears to have been cut and appears discolored. The unit was patent and did not leak when pressurized with air and fluid. The device functioned as intended during the MFR's analysis of the device. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. Based on the info available and the results of the MFR's analysis of the device, the report of "hypodermic leakage" could not be confirmed. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.